Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the battery cap was not returned with the pump for investigation. A test cap was used to complete testing. Evaluation confirmed that the battery compartment is cracked. The pump powers on appropriately with no alarms. A review of the pump history indicated that rebooting had occurred, which could not be duplicated during testing. The pump was exercised for 29 hours with no power interruptions. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
It was reported that the pump rebooted several times on (B)(6) 2011 at 4:00pm. A family member reported that the patient told him that the battery cap tightened to resistance, but the yellow o-ring was visible. He examined the pump and discovered a battery compartment crack. At the same time it was reported that the patient's blood glucose (bg) was 307mg/dl at 4:15pm on the same day. The patient denied symptoms of hyperglycemia; she tested positive for ketones. According to the family member, the patient was successfully treated with insulin injection via syringe. The family member noted that the patient bolused for breakfast around 8:30am and there were no other carbohydrate boluses delivered that day. There was no allegation that the pump lost power earlier than 4:00pm; no reason for the elevated bg was discovered. This complaint is being reported because of the possibility that the pump contributed to the bg excursion when it rebooted. Use error cannot be ruled out as a contributor to the bg excursion as the yellow o-ring and the damage to the pump were visible to the user and the reporter of the event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).